Event description:
It was reported that when using the bd pyxis¿ medbank mini, medicine was not showing on patient list for nurse to issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not shown on the list. A technical support specialist (tss) confirmed that the item was on the list, but the item identifier was incorrect. The system functioned as intended after the technical support specialist troubleshot the device.